Manufacturer narrative:
Evaluation summary: the hand piece was returned in good condition. The hand piece was tested and it gave an error code 3 on the generator. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. The hand piece was noted to have loose mount. It was disassembled and was noted to have torn acoustic isolator and evidence of moisture ingress.

Event description:
It was reported that during a lap fundoplication, handle got hot. Error code instrument received. Open new shears, still did not work, took new handpiece which worked with both shears, pt is ok.